Event description:
In the course of a therapeutic exchange procedure, utilizing the cobe spectra apheresis device, a mfg defect was observed in the disposable kit supplied for this device. A roller clamp was present on the wrong line and was missing from the line through which normal saline is infused to the pt. Infusion of too much saline can have a serious adverse effect in certain pt populations.